Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call prime anomaly on the insulin pump. Customer¿s blood glucose level was 278 mg/dl. Troubleshooting was performed. Customer advised they were stuck in the preparing to prime loop. Customer advised they did not receive the second series of beeps and numbers did not appear on their display screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). No unexpected no delivery alarm noted during testing. Insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing.